Event description:
As reported by the edwards field clinical specialist, the delivery balloon burst during inflation after two seconds. The delivery system was removed, and a new delivery system was positioned inside the sapien valve and inflated. The second delivery balloon burst after 3 seconds. Upon partial removal of the second delivery system, it was noted that outside the sheath there was only a small portion of the balloon attached to the delivery system. Fluoroscopy revealed no evidence of the remainder of the balloon anywhere in the patient's body. After removal of the entire delivery system, the remainder of the balloon was found inside the sheath, still attached to delivery system.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, there was severe, bulky calcification on the native aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.